Event description:
After device introduction it was not possible to release the stent.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation confirmed that the stent is entirely covered by the outer shaft. The proximal stent markers were found shifted against the proximal stent stopper and were found to be deformed. The stent itself appears also slightly deformed. The proximal inner shaft is buckled in several areas. The review of the production documentation verified that the instrument was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The non-release is most likely related to uncommonly high friction between the stent and the outer shaft. A final conclusion can thus not be drawn.